Event description:
The ve lvad was implanted for use on 12/1999. On 12/2000, the MFR was notified by the hosp that the ve lvad inflow valve was though to have a valve leaflet tear resulting in inflow valve regurgitation. In addition, the pt had a stroke and the physicians decided to discontinue support with the lvad and the pt died.